Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Reporter stated for the past 5 weeks customer had been pricking his finger with the fastclix device and it was very painful. The tip from the lancet was stuck in the pad of his right forefinger. After approximately 3 weeks the customer went to his doctor because his finger hurt and was swollen. An x-ray was taken. It was discovered that the tip from the lancet was stuck between the second and third phalanx. On (B)(6) 2013 the lancet tip was surgically removed. On (B)(6) 2013 the stitches were removed. The customer is doing well although he still has a little pain. The manufacturer requested return of suspect product for evaluation.